Manufacturer narrative:
Correction: manufacturer report 2017865-2018-08283, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The implantable cardiac defibrillator could not be interrogated; premature battery depletion was suspected. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Manufacturer report 2017865-2018-08283, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).